Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, during intra-aortic balloon (iab) therapy an alarm ¿rapid gas loss¿ was generated. There was no issue with the iab catheter according to the customer. Attempted to restart pumping, same alarm occurred repeatedly. Replaced iab to continue therapy. No patient injury was reported.